Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The impella device was returned for evaluation. Data review: console logs were partially consistent with what was reported in the complaint. According to the imc logs: the user inserted the purge cassette during step 2 of the purge setup wizard. At this time the purge disc was not inserted yet and the purge disc help screen was displayed. The user then removed the purge cassette and inserted the purge disc shortly after. Numerous consecutive errors were observed after the purge disc was inserted which is indicative of the user likely having issues re-inserting the cassette into the purge assembly device analysis: console was tested after arriving in field service. The reported purge cassette insertion issue was unable to be reproduced. Conclusion: the root cause of the reported purge cassette insertion issue could not be determined due to the inability to reproduce. The console operated as intended while testing on an engineering lab bench with a known good purge cassette kit. H5 was erroneously selected on the initial manufacturer device report number 1220648-2025-30163. H8 was erroneously selected on the initial manufacturer device report number 1220648-2025-30163.

Event description:
The complainant reported that they encountered issues with the automated impella controller (aic). As the team was placing an impella cp and as the nurse went to go insert the purge cassette into the aic, it would not click into place all the way. The team had to switch aic's and it then inserted just fine with successful pump placement. The patient was transferred and the team discussed treatment options. Ultimately there was nothing else that could be done for the patient and the family decided to withdraw care. The patient expired and there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿